Event description:
Additional information from the patient indicated they haven't seen their healthcare professional yet. They were going to follow up with their doctor to see if insurance would cover replacing the implantable neurostimulators (inss) on both sides because they are too hard to charge and 'float' around. The patient noted that they would follow up after the see their doctor.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) would move in the pocket, making recharging difficult and the belt was useless because he had to tilt the belt. The belt was hard to use because when the ins would move, he had to flip the antenna so the belt did not stay in place. This had been happening since (B)(6) 2014. Further follow-up is being conducted to determine what steps were or will be taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) moving in the pocket made recharging difficult, and the belt was useless because when they would flip up the antenna the belt wouldn't stay in place and they had to tilt the belt. The patient had received some adhesive discs to help with recharging but they wouldn't stick; it was reviewed these could be used with the recharger belt. It was later noted the patient moved and had no direct contact with the surgeon. They were going to make an appointment with the physician who initially provided the procedures but no further assessment had been performed at the current time. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient reported the implant was replaced. The patient was asked if it was due to normal depletion and the patient said he didn't know because they did away with the insurance. The patient reported having issues with his arm, bones in shoulders and back and he can't hold the charger to his back. The patient said the strap doesn't work for him and this has been since his first implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s previous implantable neurostimulators (rechargeable) were replaced because recharging was a three hour process every week. The patient couldn't handle it and can't turn and do that. It was not very good since implant. The rechargeable implantable neurostimulators were replaced with non-rechargeable implantable neurostimulators on (B)(6) 2016, and the patient is all right now. There were no further complications reported or anticipated.